Event description:
The suture was used during a nephropyeloplasty procedure. Reportedly, the suture broke. The surgeon performed a re-operation to correct the condition. The hospital has reported the patient's condition is satisfactory.